Event description:
Two dermatomes are reported to have the same problem involving the same patient. The surgeon was unable to get a good skin graft. The surgeon used 3" width clip, thickness setting of 15/1000. The desired skin graft was 3"x15". The dermatome skipped and shredded the skin. The initial graft (as reported on 2005-0297) was taken from the patient's back. An additional graft was taken from the abdomen. The graft was needed for a plastic surgeon repairing the area where a tumor had been removed in the patient's neck.